Event description:
It was reported that the customer had a button error alarm. Customer's blood glucose level was 312 mg/dl. Customer was trying to bolus when he received a button error alarm. Customer stated that the pump was just in his pocket 99% of the time. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer declined troubleshooting for high blood glucose levels. Customer treated with a manual injection when he could not get the pump to bolus. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the display window.